Manufacturer narrative:
Initial 5 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced adhesive issues on (B)(6) 2026. The issues occurred with five infusion sets where infusion set patch did not stick to skin upon insertion.